Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sometimes they had to press the act buttons twice. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump does not alarm when there was an occlusion. The customer did not receive unexplained no delivery alerts not due to site issues and were becoming more frequent. The device will be returned for analysis.